Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The lens was removed within the same surgery with no pt injury. No enlarged incision or sutures. This is the second of two lens used on this pt - see MFR. Report 2023826-2006-00931.

Manufacturer narrative:
Results - visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. Conclusion - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.